Event description:
A customer site in (B)(6) reported that discrepant results were generated during an evaluation study with the cobas ampliprep / cobas taqman hiv-1 test, version 2.0. Specifically, the customer indicated that: 10 replicates of a known negative specimen were tested and one replicate generated a (B)(6) result of < 20 cp/ml; 11 replicates of a known (B)(6) specimen were tested and all 11 replicates generated a "target not detected" result. Additional clarification was requested, e.g., testing protocol, dilution information, comparator test, etc. However, the customer indicated that they would not provide any additional information.

Manufacturer narrative:
The customer's allegation of (B)(6) results when using kit cap/ctm hiv-1 v2.0 expt-ivd could not be confirmed. Insufficient information was provided by the customer to perform a complete investigation. Raw data was not provided for analysis. No patient sample material was made available for further investigation such as re-testing or sequencing. No patient history or treatment information was provided. No further information or data will made be available. Based on the limited information available, a product or batch non-conformance was not identified. (B)(4). Insufficient information was provided.

Manufacturer narrative:
No conclusion can be drawn at this time as the investigation into this reported issue is ongoing. The us-ivd version of the cobas ampliprep / cobas taqman hiv-1 test, version 2.0, is material number (B)(4).